Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # u5a39x. Device analysis: the analysis found that one gst60w. Device was returned with no apparent damage and with five ecr60b and one gst60w reloads preset. The cartridge reloads (b, c, d, e & g) were received fully fired. The reload (f) was received fully fired and the cartridge pan was noted to be totally dislodged. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The condition of reload (f) is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass, staple line is oozing (bleeding) during the case. Surgeon had to overstitch the staple line. There were no patient consequences.